Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material or in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The basics of the gamma3-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. In this case no specific damages were found on the nail. The proximal drill hole for the lag screw showed slight but no significant abrasion. Spiralled grooves on the plastic safety ring of the set screw identified that it had been engaged into the internal thread of the nail as intended. A functional test with returned nail and its set screw revealed that the set screw could be inserted up to the final dead-stop. Function was given in full. The tip of the set screw showed dents at the rounded top. The dents confirm contact to the lag screw. It was concluded that the set screw had been engaged forcefully to the corresponding sliding flute of the lag screw. It was suggested that the set screw had had a rigid connection to the lag screw which was confirmed by the statement: ¿the surgeon did not loosen the set screw with 1/4 rotated position during implantation.¿ . As no x-rays were available showing the final situation but considering that the u-blade lag screw had been placed in the previous canal and taking in account that the surgeon (most likely) intentionally had locked the lag screw statically it could only be assumed that the femoral head had slipped / collapsed over the lag screw. Such situation would be regarded as cut-out. The operative technique clearly describes that dynamic locking of the lag screw is intended. It also requests defined unscrewing of the set screw. According to provided information and referring to faultless (unbroken) products resp. Given function the cause of the event was most likely contributed by an insufficiently placed set screw thus, the cause of the event was regarded being user related. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. The event was not caused by a deficiency of any of the devices.

Event description:
It was reported that u-lag screw trephination was noticed on (B)(6) 2016. On (B)(6) 2016, gamma3 and u-lag were replaced to tha. Additional information. The surgeon did not loosen the set screw with 1/4 rotated position during implantation

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that u-lag screw trephination was noticed on (B)(6) 2016. On (B)(6) 2016, gamma3 and u-lag were replaced to tha.